Event description:
Xps straightshot microresector blades were used to remove laryngeal papillomas in two pediatric patients with subsequent excessive bleeding. One patient had a clot in the lungs from bleeding and had to be admitted to intensive care unit for jet ventilation. Second case also demonstrated excessive bleeding but did not require medical intervention.